Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's mother administered a manual injection in addition to a bolus that the customer had delivered prior resulting in a low blood glucose (bg) level. The customer's bg level was 20 mg/dl. The customer consumed carbohydrates to initially address bg and was subsequently hospitalized where healthcare providers administered glucose to treat the low bg. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.